Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported and no other information regarding this event was provided. The report alleges wrongful death.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. Failure of filter. Expansion/incomplete expansion. Insertion site thrombosis. Filter malposition. Vessel injury. Arteriovenous fistula. Back or abdominal pain. Filter tilt. Hemothorax . Organ injury. Phlegmasia cerulea dolens. Pneumothorax. Postphlebitic syndrome. Stroke. Thrombophlebitis. Venous ulceration. Blood loss. Guidewire entrapment. Pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately three months post filter deployment, there was thrombus on top of the right filter appeared well attached. On the left, there was evidence for a small amount thrombus within the filter. Approximately one year later, computed tomography revealed the thrombus extended inferiorly to the top of the filter which arises from the right common iliac vein. There was thrombus in the left common iliac vein which extended into the tip of the left common iliac vein filter. There was thrombus within the left common femoral vein extending into external iliac vein. Approximately four months later, the patient expired due to ischemic cerebral vascular accident. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired due to cerebral vascular accident.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of deep venous thrombosis (dvt), uterine bleeding and neoplasm was scheduled for vena cava filter placement. After obtaining informed consent the patient was sterilely prepped and draped. The right common femoral vein was accessed using a single wall puncture technique and a 5 french sheath was placed. A right lower extremity venogram performed revealed patent common femoral vein, external iliac vein and common iliac vein without dvt. A pigtail catheter was then advanced to the inferior vena cava. Inferior venacavogram performed demonstrated no evidence of thrombus and large ivc caudally with an aberrant left renal vein with the confluence very near the ivc bifurcation. A 5 french c2 catheter was repositioned and bilateral renal venograms revealed patent left and right renal veins with no evidence of thrombus. The catheter was repositioned into the left common iliac vein and left common femoral vein and venogram revealed patent common femoral vein, external iliac vein and common iliac vein with no evidence of dvt. The left common femoral vein was then accessed using a single wall puncture technique and a long delivery sheath was placed into the left common iliac vein under fluoroscopic guidance and a retrievable ivc filter was deployed in the left common iliac vein. Next, over the right common femoral access a long delivery sheath was placed over-the-wire and under fluoroscopic guidance a retrievable ivc filter was deployed in the right common iliac vein. A follow-up venogram performed demonstrated retrievable filters in each common iliac vein cranial to the internal iliac vein origins. The sheaths were removed and pressure was held and hemostasis was achieved. The patient was stable at the conclusion of the procedure. Eleven months eighteen days later, the patient expired. A certificate of death documented an immediate cause of cerebral vascular accident. There were no underlying or other contributing conditions listed and the manner of death was listed as natural. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged associated with the filter's performance. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential/possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; detachment of components; perforation or other acute or chronic damage of the ivc wall; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax; postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported and no other information regarding this event was provided. The report alleges wrongful death. New information received: medical records were received and reviewed. Approximately one year post successful deployment of two retrievable filters in each common iliac vein for a history of deep venous thrombosis and contraindication to anticoagulation, the patient expired from a cerebral vascular accident. No additional medical records were received for this patient.